Event description:
Keofeed tube was placed by registered nurse and chest/abdominal x-ray confirmed that tube was in the stomach. Tube feeding started by second rn without removing the guidewire. Not noticed for 24 hours. Tube feeding was infusing - guide wire taken out without any problems.